Event description:
The device was returned due to electrical hardware failure (12v). Upon return, the device started up with double red pump alarm and associated air compressor failure symptoms. Log files indicate mechanical hardware failure (air compressor). All electrical voltages were tested and verified. Performed recharge test and unit failed. Installed engineering test pneumatic assembly. Performed recharge test, unit passed. The air compressor will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: IV pump - flashing red lights - warning pump problem - remove from service patient harm: no. A preliminary review identified the following issue: electrical hardware failure (12v) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.